Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified sharp opening in the valve bond edge. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge to an unidentified (tear) opening."

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.